Manufacturer narrative:
(B)(4). (B)(6). Investigation results: a visual examination of the returned resolution 360 clip device found that the clip assembly was half deployed, and the clip was not returned with the device. A dark fibrous material was stuck in the bushing and a kink was noticed in the control wire. Based on the condition and evaluation of the returned device, the most probable root cause is supplier manufacture. The product likely failed to meet the specifications due to the manufacturing process at the supplier site, and there is an investigation in place to address this issue.   A review of the device history record (DHR) was performed and confirmed that this device was manufactured in accordance with the device master record.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on an unknown date. According to the complainant, during the procedure, the clip would not open. The procedure was completed with another resolution 360 clip device. There were no reported patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Investigation results revealed that a dark fibrous material was stuck in the bushing; therefore, this is now an MDR reportable event.